Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints. All information was investigated and based on the information provided and per the physician the reported expulsion (clip detaching from both the leaflets) is related to patient conditions and due to tissue integrity, barlow¿s valve and the location the clip was implanted in. Difficult or delayed positioning associated with difficult leaflet grasping was related to the location the clip was being implanted in. Additionally, based on the information reviewed, the reported embolism/embolus, foreign body in patient, myocardial infarction, angina and recurrent mitral valve insufficiency/regurgitation (mr) resulting in dyspnea were related to the clip completely detaching from both the leaflets (explusion). Embolism, myocardial infarction, angina, dyspnea and mitral regurgitation is listed in the mitraclip system instructions for use (eifu) as known possible complications associated with mitraclip procedures. Hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+ with barlow valve, prolapsed anterior and posterior leaflets, and a small atrium. Two mitraclips were implanted, reducing mr to grade 1. On (B)(6) 2023, an echocardiogram was performed and confirmed the clips were stable on the leaflets and the mr was reduced to <1. On (B)(6) 2023, the patient presented to the hospital with shortness of breath and chest pain. An echocardiogram was performed and revealed moderate mr, but with two clips stable on the leaflets. The patient was discharged to home. On (B)(6) 2023, the patient experienced myocardial infarction (mi) and was referred for right heart catheterization. Fluoroscopy was performed and revealed that only one clip remained stable on the leaflets. The other clip was observed to have embolized to the ostium of the right coronary artery (rca). The echocardiogram done by the hospital from (B)(6) 2023 was rechecked and it appeared to have been read incorrectly. The echocardiogram from (B)(6) 2023 shows only one clip on the leaflets. On (B)(6) 2023, a repeat transthoracic echocardiogram was performed and confirmed that only one clip remained stable on the leaflets. The other clip still remains in the ostium of the rca. In the physician¿s opinion, the clip embolization was believed to be due to pre-existing patient anatomy (tissue integrity and barlow¿s valve) the patient was confirmed to still be alive. No additional information was provided.